Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of dim led, faded serial number label, and atypical power cable disconnects. The reported damage to the electrical wiring of the system controller power cable was not confirmed. The heartmate ii system controller was returned for analysis and a log file was downloaded for review spanning approximately 20 days ((B)(6) 2020 ¿ (B)(6) 2020 per timestamp). There were no notable alarms active in the log file that indicated an issue with the power cables. The heartmate ii system controller was functionally tested and found to operate as intended during analysis. The reported event of damage to a power cable was not observed and was not confirmed via testing. It was communicated with the reported event that the customer suspected damage to the internal power cables after reviewing x-ray imaging of the power cables; review of the provided x-ray did not confirm any suspected damage to the controller power cables. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
After exchanging the controller, the speed still dropped. The physician requested an unshielded patient cable for the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's reference number: 2916596-2020-05441. It was reported that the patient had a pump stop and that there was bending found on the electrical wire of the controller cable by x-ray imaging. The customer suspected the electrical wire was damage and was changed to a backup controller.